Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was seen to be fractured. The platinum coil was seen to be stretched, and the nitinol tubing had a fracture. The core wire was observed through the distal tip dome. Unable to perform functional inspection due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use and guidewire distal tip damaged were confirmed during analysis. The reported guidewire difficult to advance could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when returned based on the damage noted to the device. It was reported that the physician used a guidewire to navigate a microcatheter into position. After withdrawing the guidewire to start coil placement, it was found that the tip of the guidewire had deformed. During subsequent coil placement, the coil kicked against the microcatheter, causing it to dislodge from the aneurysm sac. The physician then attempted to re-navigate using the guidewire but found that it could not advance the microcatheter. Upon withdrawing the guidewire, it was discovered that the tip had fractured. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The wire was torqued to overcome the resistance and the same microcatheter was used to finish the procedure. The guidewire was returned and confirmed to have been fractured with stretching noted to the distal section also. A review of the available information indicates that the guidewire was initially damaged during navigation of the microcatheter, this may have been due to anatomical and/or procedural factors during use. An assignable cause of procedural factors will be assigned to the reported guidewire distal tip damaged. As per the synchro IFU "inspect the guidewire for any visible damage prior to use, and do not use a wire that is damaged". As the same guidewire was used to re-navigate, it is likely that the initial damage sustained to the guidewire caused the difficulty to advance the microcatheter and subsequent guidewire fracture and stretching upon removal of the guidewire. An assignable cause of use error will be assigned to the reported guidewire distal tip broken/fractured during use and guidewire difficult to advance and to the analyzed guidewire distal tip broken/fractured during use and guidewire distal tip stretched.

Event description:
It was reported that during left posterior inferior cerebellar artery aneurysm procedure, after withdrawing the subject guidewire to start coil placement, it was found that the tip of the subject guidewire had deformed. During subsequent coil placement, the coil kicked against the microcatheter, causing it to dislodge from the aneurysm sac. The physician then attempted to re-navigate using the subject guidewire but found that it could not advance the microcatheter. Upon withdrawing the subject guidewire, it was discovered that the tip had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during left posterior inferior cerebellar artery aneurysm procedure, after withdrawing the subject guidewire to start coil placement, it was found that the tip of the subject guidewire had deformed. During subsequent coil placement, the coil kicked against the microcatheter, causing it to dislodge from the aneurysm sac. The physician then attempted to re-navigate using the subject guidewire but found that it could not advance the microcatheter. Upon withdrawing the subject guidewire, it was discovered that the tip had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.